Event description:
During an ercp procedure and stone removal, the physician used two wilson-cook howell dash extraction balloons. The stage at which the balloons were used in the procedure was requested from the reporter, but was unable to be provided. Upon removing the balloons from the patient's bile duct, the balloons ruptured. Early in the procedure, the physician observed an unknown material, possibly balloon material, blocking the patient's bile duct, prohibiting stone removal. After several removal attempts, the physician was able to release the obstruction and remove the stone. The unknown material was left to pass naturally at the physician's discretion. Post procedure, the patient's condition was reported to be good.